Event description:
It was reported that there was a hematoma in the device pocket. The patient underwent an emptying procedure of the device pocket. The patient was fine after the event.

Manufacturer narrative:
(B)(4).